Event description:
It was reported that the patient presented to the clinic with elevated pacing impedance. Noise was noted on egms. An insulation anomaly was observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A complete lead was returned for analysis in two pieces. The damage found was sustained during the surgical procedure. Thereturned lead was otherwise normal.